Event description:
It was initially reported that while trying to up the patient¿s settings with the patient programmer, a warning screen with a person¿s face with a phone to the right ear was displayed. It was noted that they had the lightning bolt once but not anymore. It was at 2.5v and there was a check with a #4 and four bars that elevated but there was no lightning bolt. Caller was unable to adjust stimulation. Device was powered off. Lightning bolt was now in the upper left corner and patient was starting to feel stimulation at 1.2v. It was upped to 1.3v on program 4 and the patient stated it was comfortable. Action resolved the issue. Patient symptoms had been the patient getting wet. Additional information requested but had not been received as of the date of this report. It was later reported that as far as this reporter knew, the patient was doing well and experiencing a relief in symptoms. It was later reported that the patient had been having wetting accidents. The patient couldn't stand up without urinating all over. A family member got to the patient today and synced device and the device was off - no lightening bolt. They were able to get the device on and increase from 3.3 to 3.8. The patient could feel stim now. This happened on (B)(6), 2013 and today (B)(6) 2013. The patient was unable to use patient programmer so she wouldn't have turned herself off. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va013qd, implanted: 2012-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).